Event description:
The customer's family member called regarding a blank display. It was indicated that the family member was assisted with a battery change and the display came back on. It was reported that the customer was hospitalized for dka. Prior to the event, the customer was dehydrated, had slurred speech, and nausea. It was indicated that the family member refused to do further troubleshooting and wanted to have the pump replaced. No further details.